Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as burn that blistered and popped. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention, reporting out of abundance of caution. Follow up indicated that the skin irritation improved.